Event description:
It was reported that a device went on 'by itself' at night. The reporter stated that sometimes the stimulation was 'kind of intense' and sometimes it would wane off. It was reported that the patient was confused as to what he should expect from his stimulation. It was noted that the patient had a hard time understanding how to operate the patient programmer. It was reported that the patient was implanted on (B)(6) 2012 and stayed overnight in the hospital. When he got home the next day, his leg swelled up, he went to the emergency room, and it was determined that he had a 'heavy valve' in his heart. The patient was scheduled for open heart surgery on (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4),: product type programmer, patient; product ID 3550-39, lot# n278580, implanted: (B)(6) 2012, product type accessory. (B)(4).